Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4: lot no - correction d4: expiration date - correction d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation/ correction h3: device evaluated by mfg- additional information h4: device mfg date - correction h6: additional information

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.